Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. Device was not being used on a patient when event occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse suggested replacing the breath deliver unit (bdu) central processing unit (cpu) printed circuit board assembly (pcba). The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).